Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to the internal board of the connector may be damaged due to the accumulation of electrical stress due to repeated current application, accidental static electricity, or electrical leakage from other products, affecting the image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited image stripes. The issue occurred during inspection for use. There were no reports of patient involvement.